Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The 90% stenosed lesion was located in the mid left anterior descending (lad) artery. The quantum maverick 15mm x 4.5mm balloon was advanced for pre-dilatation of the lesion and inflated to 15atms. The number of inflations and to what atms the balloon reached is unk. Upon removal, the physician noted that the balloon catheter was caught on the guide wire and was unable to be withdrawn. The physician successfully removed the balloon catheter and guide wire as a unit from the patient. Upon inspection outside of the patient, the physician noted that after removing the guide wire from the device, the shaft of the balloon catheter broke easily. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
.